Event description:
The customer reported a pacer test failure. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated at philips and the symptom was verified. The therapy pca was replaced to resolve the issue. The device was returned to the customer site after passing all required testing.